Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k# k041584 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pain due to vertebral fracture as a result of primary osteoporosis at the second lumbar vertebra type of procedure being performed: percutaneous vertebroplasty levels implanted: second lumbar it was reported that intra-op, when filling the bone cement, the cement leaked into the patient's spinal canal. No patient complications were reported as a result of the event.